Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
An affiliate reported that while using a microsensor skull bolt kit, the icp wire broke when the nurse was changing tegaderm to secure the coil after insertion. The event occurred intra-operatively. There were no reports of surgical delays or patient harm.